Event description:
Complainant alleged that during functional testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The malfunction was attributed to fluid ingress. During evaluation, internal widespread evidence of fluid ingress was observed. Device labeled unrepairable and scrapped at zoll. Analysis of reports of this type has not identified an increase in trend.